Manufacturer narrative:
(B)(4). Attempts to obtain additional information were not successful and no other information is expected at this time. (B)(4).

Event description:
The biomed department at (B)(6) was performing pressure sensor testing on the hl 20, when the pump shut down without alarming. The unit was not on a patient. The serial number of the hl20 was not provided. (B)(4).